Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet china has not previously repaired/evaluated electric dermatome serial number (B)(4). Initial qa inspection of the electric dermatome by zimmer biomet (B)(4) on (B)(6) 2017 revealed that the motor was at 0 rpm. The control torque testing was not performed. The device was out of calibration all four settings. Repair of the electric dermatome was performed by zimmer biomet (B)(4) on (B)(6) 2017 which included replacement of the vespel sleeve bearings, semi-circle bearings, screws, eccentric shaft assembly and motor. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since the device was inoperable during initial inspection. The root cause of the device taking skin unevenly cannot be specifically determined with the provided information since the device was inoperable during initial inspection. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Electric dermatome, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the device made the skin uneven. There was a surgical delay of 10 minutes. However, there was no patient harm. No adverse events have been reported as a result of the malfunction.